Manufacturer narrative:
Visual inspections were performed on the returned device. The reported difficulty to close the foot was confirmed. The reported difficulty to remove cannot be replicated as it is based on circumstances of the procedure. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effect of vascular injury is listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. These observations and calcification reported indicate the biological matter/anatomical condition likely contributed to the inability to close the foot. The inability to close the foot likely contributed to the reported difficulty to remove. And the patient effect and treatment appears to be related to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 correction investigation conclusions code 22 added. H11 correction additional mfg narrative: revised.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported needle to cuff miss was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a calcified common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, two prostyle sutures were successfully pre-placed. One of the two prostyle devices was used as normal; however, the footplate did not return fully into the guide. When removing the device, a foot caught subcutaneous tissue. No vessel damage was noted. The sheath was upsized to 14f, and the tavr procedure was completed. Hemostasis was successfully achieved with the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.